Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported outflow graft twisting could not be determined through this evaluation. Although the reported outflow graft twist could not be confirmed through this evaluation, it should be noted that the twist could have contributed to low flow alarms. Additionally, the reported ventricular tachycardia could not be confirmed. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. It was reported that the patient presented to the center with low flows and ventricular tachycardia. The patient was implanted with a tandem heart on (B)(6) 2019. It was noted that the intention was to perform a pump exchange on (B)(6) 2019. During the procedure, it was determined that the patient¿s outflow graft was twisted. The patient is currently at home doing well and denies further issues since discharge from the hospital. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. Per salesforce, outflow graft clip, serial number (B)(4), was applied to the outflow graft conduit during the outflow graft revision. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient presented to the emergency department with low flows and ventricular tachycardia. Analysis of the log file confirmed clusters of low flow estimates and alarms. The downward trend in flow appeared to start on (B)(6) 2019. The alarms did not appear to be equipment related. A pump exchange was scheduled for (B)(6) 2019; however, during the procedure, an outflow graft twist was discovered. An outflow graft twist revision was then performed instead of a pump exchange. The patient was discharged home in stable condition and denies further issues since discharge from the hospital. No further information was provided.